Event description:
The reporter stated the surgeon inserted an aq2010v silicone three-piece lens and one haptic tore ejecting from the cartridge. The lens was removed with no patient injury. No enlarged incision or sutures.